Manufacturer narrative:
DHR could not be reviewed as the lot number is unknown. The filter was not returned for evaluation as it is unavailable. The results of the investigation are inconclusive and the root cause is unknown. It is unknown if patient or procedural factors contributed to this event. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The current IFU states: "the g2 filter is designed to act as a permanent filter" and "the safety and effectivenesss of the g2 filter as a retrievable or temporary filter have not been established".

Event description:
It was reported that after a motor vehicle accident trauma, the patient had multiple fractures requiring multiple surgeries to the arm and leg. A filter was implanted after the accident and when the filter was scheduled to be removed, it was discovered that a filter arm and leg had perforated the caval wall and was outside the contrast column. The device was removed without incident and no injury to the patient was reported.